Manufacturer narrative:
(B)(4). Batch #: t5e50r. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the cartridge was received fully fired. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical resection of low rectal cancer, after severing rectal tissue on the second firing, all the staples were malformed .used suture to oversew. There was no patient consequence reported. No additional information can be provided.